Event description:
It was reported that during a low anterior resection, the device was very difficult to fire. After firing the device, the surgeon checked the anastomosis and pt found an incomplete cut and malformed staples. Case was completed with hand-suturing. There was no pt consequence.